Event description:
The customer reported high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer did not change the set but wanted to review the programming because customer is visually impaired. In addition, the customer called the paramedics to treat their bgs the day before the call. The customer is narcoleptic and had not realized their infusion set had fallen out. Explained the two high bg rule.